Manufacturer narrative:
No devices were returned to the manufacturer for analysis. Other relevant device(s) are: product ID: 9733438, serial/lot #: (B)(4), system control unit (scu). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system control unit (scu) was scheduled to be replaced, but the lamp of the substitute scu flashed orange. The scu of the hospital was used again. There was no patient present at the time of the event.